Event description:
Sensor was first used on (B)(6) 2026. Readings were all over the place as usual. Sensor lost signal on (B)(6) and despite efforts it never came back online. After finding bruising at my arm around the sensor, I decided to remove it. I was shocked to find blood around the filament needle and inside that area on the sensor. I have contacted my physician and do not feel comfortable continue using this product. Overall, my experience with the freestyle libre 3 has been negative. The first 2 sensors did not work at all. The next sensor worked a day or so before telling me to replace it. 2 other sensors worked 3 or 4 days. 1 sensor worked for about 6 days before telling me to replace it. The last one lasted about 11 days before it stopped working. Medicare will not allow me to switch to dexcom which I have read is more reliable. Diabetes 2 patient. Reference reports: mw5184388, mw5184389, mw5184390, mw5184392, mw5184393, mw5184394.